Manufacturer narrative:
Investigation results: summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for damaged stopper with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to damaged stopper was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged stopper with the incident lot was observed. Evaluation of the customer samples was conducted and damaged stopper was observed. Additionally, evaluation of the retain samples was conducted and damaged stopper was/was not observed. Root cause: the likely root cause of this defect was determined to be related to the molding and trimming of the stopper resulting in a damaged stopper.

Event description:
It was reported that the lid on a bd vacutainer® sst¿ ii advance plus blood collection tubes was found "not firmly on the bung" which could result in leakage. There was no report of exposure, serious injury or medical intervention.